Event description:
The hosp reported that during preparation for a coronary artery bypass graft surgery, the components popped out of the deliver tube. The surgeon used a replacement heartstring seal to complete the procedure. No pt complications were reported by the hosp. In 2004, visual observations showed that the seal was cracked. This is a reportable malfunction. This report is being submitted for the heartstring seal cracking.